Event description:
Ous MDR. Artifact-triggered sensing of the p/s lead. Increase in the pacing threshold to 2.8/0.5. Defect due to abrasion (distal). The lead was explanted.

Manufacturer narrative:
Ous MDR. The electrical properties of the lead were tested. No manufacturing error or material defect could be found during the analysis. A fraying of the external insulation was detected. This damage led with high probability to an impairment of the electrical properties of the lead and an increase in the pacing threshold due to this. The observed damage manifestation is caused by excessive pressure load on the lead body. The location in relation to the ligature as well as the characteristics of the damaged structure of the insulation suggest excessive friction at the pacemaker housing. Diagnostic images of the affected body region are not available.